Event description:
It was reported that the patient received inappropriate shocks, and oversensing and noise were observed on the right ventricular (rv) lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted (B)(6) 2007; a dtbb1d1 ICD, implanted (B)(6) 2014. (B)(4).